Event description:
It was reported that during a planned revision surgery of a pedicle screw system, the surgeon couldn't get the locking caps unlocked. Subsequently, four screwdrivers and a handle were broken in the process of trying to get the caps unlocked. The pedicle screw and cap devices were originally implanted approximately two years ago to correct adult scoliosis. This complaint is alleged against the screwdrivers and handle, not the locking caps or screws. This report is 5 of 5 for (B)(4).

Manufacturer narrative:
A product investigation was completed: summary: four matrix t25 drivers (stripped: 03.632.075 lot 6612208, 03.632.074 lot 6670698 and 03.632.004 lot 6755440 and broken: 03.632.004 lot 7575336) were received damaged. Additionally one ratcheting t-handle (03.632.090 lot 6455797) was received with the handled unthreading from the instrument. No design or manufacturing deficiencies were identified for the returned drivers. At the time of release, all drivers conformed to the supplier's certificate of conformance and were inspected and conformed to the synthes final inspection sheet. No material review reports, non-conformance reports or complaint related issues were related with these lots. A ratcheting handle as returned because the ratchet came loose from the handle. This instrument is over 4 years old and the amount of torque applied to the screw is unknown. At the time of manufacture, the instrument is torque tested and must withstand a reverse torque of at least 15nm. Two possible root causes: over time the master bond broke down or an excessive amount of torque was applied. Relevant drawings for the returned instruments were reviewed. The drawings were found suitable to determine the intended device design, application and dimensional conformity. The drivers were found to have met the drawing specifications. The failures are consistent with the application of excessive torque when inserting/removing the locking caps, however it is not possible to know the condition of the drivers prior to the procedure, as such it is not possible to discern whether they were damaged in this procedure or previously. No design or manufacturing deficiencies were identified for the returned drivers. Additionally the calculated occurrence rate is acceptable under the system risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided. Implant and explant dates: device is an instrument and is not implanted/explanted. A review of the device history records was performed and revealed there were no issues during the manufacture of the subject device lot that would contribute to the complaint event. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: a ratcheting handle was returned because the ratchet came loose from the handle. Initially, the part conformed to the certificate of compliance and was inspected and conformed to the synthes incoming final inspection sheet. Due to an unknown cause, it was reported the surgeon was revising a pedicle screw and couldn't get the locking caps unlocked & subsequently broke a handle in the process of trying to get them unlocked. One possible root cause is that due to the amount of time that had passed since the original manufacture date (10/13/10), the master bond may have broken down and no longer was able to sustain the required torque needed or over 15 nm of counter-clockwise torque was applied. The torque applied to the screw is unknown and the instrument is over four years old. At the time of manufacture, the instrument is torque tested and must withstand a reverse torque of at least 15 nm. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.